Manufacturer narrative:
Other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 50 mg/ml of dilaudid at 7.509 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On 2017-sep-13, it was reported that the patient's catheter had come out of the intrathecal space. During a "major procedure", which the rep did not believe was related to the pump, the hcp performing the procedure noted that the catheter had come out of the intrathecal space. The hcp tied off the catheter and was trying to decide between programming to minimum rate or stopping the pump. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the report of a patient symptom resulting in exploratory surgery via the information received on (B)(4): updated to reflect the initial reporter information received on (B)(4) 2017: patient code (B)(4) replaced with patient code (B)(4) and conclusion code (B)(4) replaced with (B)(4) based on the information received on (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the healthcare provider via the manufacturer's representative. The initial reporter's information was provided. It was also reported that the patient presented with a csf leak. During exploration, the hcp found that the catheter had dislodged from the intrathecal space. The catheter was sutured closed and the pump was set to minimum rate. The csf leak was resolved at the time of the report. The case of the catheter becoming dislodged was not reported.